Event description:
Customer reported a malfunction with code malf 25, and there were no notable events prior to this issue. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact. Customer was informed by technical support that a replacement pump with updated software would be sent. Customer was also instructed on steps to take with the replacement pump and acknowledged understanding. The malfunction code was not resettable, so the problematic pump was to be returned using a pre-paid ups label. Technical support confirmed shipping address and noted that no signature would be required for delivery. Customer reverted to an alternate method of insulin therapy.